Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The imaging processor was installed for functionality and booted up properly with no failures observed. The image pc passed polaris basic functions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same cases as 2134265-2017-11128 and 2134265-2017-11127. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback. Freeze issue frequently occurred even on restarting. There was no issue on the manipulation and no error message displayed. They try to reinsert the lan cable, however, the issue was not resolved. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Same cases as 2134265-2017-11128 and 2134265-2017-11127. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback. Freeze issue frequently occurred even on restarting. There was no issue on the manipulation and no error message displayed. They try to reinsert the lan cable, however, the issue was not resolved. No patient complications were reported.